Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. Stent delivery system (sds) was returned for analysis with no manifold/hub. A visual and microscopic examination of the stent found that stent struts on row 14 from the proximal end of stent were slightly deformed. The bumper tip of the device showed no signs damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a fracture 1mm distal of the strain relief, a break at the proximal end of the strain relief (the manifold/hub was not returned for analysis) and multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the severely tortuous, and mildy calcified second obtuse marginal segment branch artery. After engaging the left main with a 6 fr-3.5 non-bsc guide catheter, a non-bsc guidewire was advanced to the target lesion. Pre dilatation was performed using a 2x8 - nc balloon and a 2.50x28mm promus element plus drug-eluting stent was then advanced to treat the lesion. However, the device was not able to cross the target lesion even with buddy wire supports and despite several attempts. Hence, the device was withdrawn and the procedure was completed with another device .no patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.